Manufacturer narrative:
The hcp will not provide any further information on the case and the devices will not be returned for analysis. The device history records do not show any abnormalities in production process. The devices have successfully passed all the prescribed quality tests. This is the final report.

Manufacturer narrative:
The patient has recovered and returned to using hearing aids. The device has been requested to be returned to sonova facility for further analysis. But it has not been yet returned.

Event description:
Hcp reported that the patient experienced dizziness two days after commencing the use of the phonak naida p30-pr hearing aids, and has been hospitalized due tothe symptoms. Reportedly,the hospital stated that the cause of the issueis likely to be over amplified soundfrom the hearing aids. The patient did not return to using the reported hearing aids and has been re-fit with ric devices in (B)(6) 2023. Patient has had no complaints of dizziness since the original episode. This is an initial report. The investigation isongoing. Supplemental reports will be submitted upon availability of further information.